Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The investigation results will be provided in the final report.

Event description:
It was reported that the ipg was unable to communicate with the external devices and patient lost therapy. Troubleshooting was unable to resolve the issue. The patient underwent an unrelated surgical procedure in (B)(6) 2019 and the ipg was not placed into surgery mode. Surgical intervention may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that surgical intervention was undertaken wherein the ipg was explanted and replaced. Post-operatively, therapy was restored.